Event description:
The patient underwent bilateral total knee replacement with a richard's smith & nephew zirconium knee. The patient complained of increasing pain of both knees. The knees are involved in the smith & nephew recall with regard to press fit zirconium knee. The patient underwent bilateral knee revisions for grossly loose femoral component with synovial tissue underneath the component. There was no evidence of bony ingrowth noted or evidence of joint fluid and/or infection.